Event description:
The complainant reported that the mother of the patient discovered the clearstar pump list#m771 had stopped pumping when she went in at 3:00 am to check on him. It was also reported that no alarm went off, the green light was on, however, there was no display on the screen. She tapped on the screen and the screen name came up briefly but went off again. The patient is male, his age is unk but it was reported he is not an infant. The patient has a medical history of non-insulin dependent diabetes mellitus with a complex dietary requirement, requiring tube feedings to be his sole source of nutrition. It was reported that the patient's blood glucose level had dropped to 3.5 mmols, which required his caregiver to give a 60ml bolus to raise his blood glucose level.